Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using agp to patient, between the tube and the pad are leaking occurred.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a puncture in the pad tubing. Visual evaluation of the returned sample noted one opened medium arctic gel pad kit present with no original packaging. Four photo samples were received for evaluation. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of over lamination in the pads. Right thigh pad tubing has a cut near pad manifold on the length of tubing that attaches to the (-) side of the connector. One photo shows a sticker for a right chest pad, lot number ngjp0869 one photo shows tubing connected to the manifold of the gel pad, with what appears to be a puncture or cut in the tube. Two photos show both chest pads and both thigh pads from the kit, with no remarkable findings visible. The sample does not meet specifications per ip7602996 rev 13 which states "missing or damaged components are not allowed (the plastic film, foam or hydrogel, connector and tubes shall be free of damages, tears or perforations)". A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The instructions-for-use under baw7667062 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: the arctic gel pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the while using arctic gel pad to patient, between the tube and the pad were leaking occurred. Per follow up information received via task on 04feb2025, they would send it to the bd approved facility for evaluation. The problem has been solved using the arctic gel pad replacement. Only gel pads have been replaced with new ones. No impact to patient.